Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was further noted that the problem was resolved by calling the manufacturer.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-28, lot # v641092, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had been going to the bathroom more frequently than normal for about a month now. The patient reportedly went to the bathroom 4 times the night prior to the report. It was noted that the patient had not had any falls or trauma. The reporter indicated that the patient had an epidural shot in the back for back pain as well as an xray about a month prior to the report. A week later, it was reported that the patient could not feel any ¿pulses.¿ the patient was reportedly going every 4 hours previously but was now going every couple of hours. At the time of the report, the patient¿s setting was on program 4 at 3v. It was noted that the patient was on program 2 for 5 to 6 months and did not change it during that time. The reporter stated that they were informed that 2.5v to 3v was the ¿ideal setting.¿ it was noted that the patient had started keeping a diary that day.